Event description:
It was reported that an insertable cardiac monitor (icm) reached end of service (eos) shortly after implant. Technical services (ts) requested engineering to analyze the icm device data. Engineering analysis of icm device data indicated that eos was triggered due to invalid loaded radio frequency (rf) voltage measurements. This represents abnormal icm, and the eos condition cannot be recovered. The icm was explanted and should be returned for physical analysis and further investigation. No additional adverse patient effects were reported.